Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to cuff leakage the patient had his artificial urinary sphincter (aus) cuff removed and replaced. The aus cuff was explanted and a new 4.5 cm cuff was implanted.